Manufacturer narrative:
The device was returned to the MFR and upon initial eval the complaint could not be confirmed. The asic motor control and assembly needed to be replaced in addition to several other components. A f/u report will be submitted if new info is obtained and if required.

Event description:
It was reported that black metal came out of the handpiece during a hand procedure. The metal did enter the surgical site but was easily retrieved by the surgeon. The site was then irrigated without any adverse consequences related to the event. The surgery was completed without delay with a back-up device.